Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was torn. The pump powered up with the appropriate audible and vibratory features. The ¿up¿ and contrast buttons were unresponsive. The ¿down¿ button responded intermittently. The ¿ok¿ button responded properly. Removal of the keypad cover found contamination under all the button contacts. Unrelated to the button issue, it was observed that the verify screen was dim and discolored.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. No additional information is available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).